Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 lead, implanted: 2011 (B)(6); 6949 lead, implanted: 2007 (B)(6); (B)(4) ICD, implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a heart valve replacement procedure the leads were damaged. The lead were explanted and replaced. No patient complications have been reported as a result of this event.